Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) revealed the lead was cut through; product was returned segmented. Due to the condition of the returned lead, only a careful microscopic examination was performed. During visual analysis of the lead, it was noted the proximal end was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) reporting that after a day of trial test, the lead connected to the snap lid (lock connection part) was cut off. The nurse confirmed that there were no accidents with the patient during trial and no environmental factors contributing to the event. So the physician thought that the product was already defective because it's durability was too weak. The lead was removed immediately. The rep and physician wanted to know exactly what caused the lead cut off problem. No surgical intervention occurred nor was planned. The issue was resolved at the time of this report. It was noted that the lead will be replaced in the future. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.